Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room for low blood glucose on (B)(6) 2020. Blood glucose reading was 61 mg/dl when admitted to hospital. The customer was treated with food and juice at the hospital. Customer stated that her blood glucose was up to 98 mg/dl, when she was at the emergency room and had taken food and juice. The insulin pump will not be returned for analysis.